Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; output connectors were broken. Analysis also found the display wires were pinched (insulation not compromised) and one case screw was contaminated. (B)(4).

Event description:
It was reported the black plastic was broken. The pacing wire won't clip in and stay. The epg (external pulse generator) was returned for repair. No patient complications have been reported as a result of this event.